Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection via microscope identified that the fiber tip was broken off and the aim beam was distorted confirming the reported event. Functional testing found that the aim beam light was bright and distorted due to the fiber tip break. The connector had no defects and had bright and round light exiting the connector face. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip component to break during lasing. The instructions for use (IFU) instruct the user to inspect the fiber for kinks, punctures, fractures, or other damage. For the moses 200 d/f/l lp fiber, verify that the ball tip is complete and not damaged. Hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is not circular, cleave the fiber (see fiber tip renewal during operation for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.

Event description:
It was reported that during a lithotripsy procedure, the fiber cracked about 8-10 inches from the tip when the laser console was activated to fire. The console displayed the courtesy message of: contact lumenis. Practicing outside of the parameters. The fiber was replaced, and the console debris shield was replaced. The procedure continued with the same console without patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone.

Event description:
It was reported that during a lithotripsy procedure, the fiber cracked about 8-10 inches from the tip when the laser console was activated to fire. The console displayed the courtesy message of: contact lumenis. Practicing outside of the parameters. The fiber was replaced, and the console debris shield was replaced. The procedure continued with the same console without patient complications.

Event description:
It was reported that during a lithotripsy procedure, the fiber cracked about 8-10 inches from the tip when the laser console was activated to fire. The console displayed the courtesy message of: contact lumenis. Practicing outside of the parameters. The fiber was replaced, and the console debris shield was replaced. The procedure continued with the same console without patient complications.